Event description:
The patient's returned implant card documented lead break as the reason for replacing the patient's lead. An analysis was performed on the returned lead portions. Note that portions of the lead assembly (body) including the electrodes were not returned for analysis and therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since portions of the lead assembly (body) including the electrode array section were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Their generator analysis was completed. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The elective replacement indicator (eri) was set in the pa laboratory (as received) and determined to be the result of normal expected battery depletion based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a vns patient was going to have a full revision performed due to "device malfunction". The patient had revision surgery but the nature of the malfunction is not known at this time. Good faith attempts to have the product returned for analysis are underway.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomaly. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The explanted product was returned for analysis. The return product form noted their generator was replaced for eri yes. No information was documented as to the reason for their lead replacement. Good faith attempts have been made and thus far no further information attained. Analysis is pending completion.